Event description:
The customer reported the device is "non-parametrized." At this time, we have no further info to elaborate on the reported symptom. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.